Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately 1 week prior to contacting lfs, exact date/time is not known. She reportedly tested on the subject meter and observed values of ¿205, 180 mg/dl¿ which she felt were high as compared to her usual readings/feelings. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type/dose of insulin and is a self adjuster and reported consuming more food/drink in response to the alleged issue (date/time of action not known). The patient claimed approximately 1 hour after testing, she developed symptoms of ¿shaking.¿ it would have been helpful to know if the patient associated the symptoms with high or low blood glucose. She reported self-treating her symptoms with insulin however since the patient was not available for follow up, this could not be confirmed as being the type of treatment she received, based on the reported symptoms. Date/time of treatment is unknown. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was performed and it did not fall within the range as specified on the vial of test strips. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.